Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose went low today and she ate half a cake. Customer stated that her blood glucose was still low a half hour later, so she went to the hospital. Customer stated that her blood glucose was 78 mg/dl. Customer stated that it happened 2 months ago. Customer stated that she changed her infusion set when it happened both times. Customer stated that she was hospitalized on (B)(6) 2016 and her blood glucose was 40 mg/dl at the time of the incident. Customer's current blood glucose is 115 mg/dl. Customer has treated with food. Customer stated that her blood glucose was 78 mg/dl at the time of admission. Customer stated that her blood glucose went low after changing the set. Customer passed out at 47 mg/dl. Customer disconnected and ate some cake. Customer's blood glucose was up to 47 mg/dl and she went to the hospital. Customer has a kidney infection, which she states is the cause. Customer declined troubleshooting for absence of an alarm.